Event description:
It was reported that this right atrial (ra) lead has fractured. No symptoms reported. Boston scientific technical services (ts) discussed troubleshooting. As of this time, this ra lead remains in service. No adverse patient effects were reported.